Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) that there was a possible infection. It was noted the patient implant site appeared red and swollen. The rep noted it was unknown if there was any environment, external, or patient factors that may have led or contributed to the issue. The rep noted the patient was given oral antibiotics and had a follow up in a few days. The issue was not resolved at the time of the report. The rep noted surgical intervention had not occurred and was not planned. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.